Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2007. Surgeon prepared the humerus in standard fashion. A trial component size 8mm seated well and fully. The size 8mm humeral stem would not fully seat or advance. The humeral stem was difficult to remove and required back slapping with a punch. A cemented 6mm stem was implanted. There was approx an add'l 45 mins of surgery.